Manufacturer narrative:
The patient's light adjustable lens (lal, sn (B)(6), +24.0d) was explanted due to a refractive surprise after implant and prior to any light treatments. On (B)(6) 2024, the manifest refraction was +3.00 +2.25 x020, and the best corrected visual acuity was 20/20-1. The lal was explanted on (B)(6) 2024 and was replaced by another lal ((B)(6), +29.0d). Based on the available information, the initial iol power choice was not a good fit for this eye. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, (B)(6), +24.0d) was explanted due to refractive surprise, and a new lal ((B)(6), +29.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 01/16/2024.